Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the doctor impacted the liner into the cup and they did not match correctly. There was no delay or patient damage. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product was returned and evaluated. A visual examination of the returned product identified tool marks on the sidewall of the liner. There were scallops present around the tool marks which had an indentation across the surface close to the outer radius. A light scuff and inclusion were also observed in the outer radius. The inclusion could not be felt to the touch. Medical records were not provided. A review of the device history records identified no related deviations or anomalies during manufacturing. A compatibility check could not be completed due to insufficient information. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.